Event description:
It was stated that the insulin pump had a blank display. The insulin pump was stored with a battery for an extended period of time and the battery leaked inside the battery compartment. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis, and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.